Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leadless implantable pulse generator (ipg) could be interrogated during a follow-up check; however, parameters and test settings displayed on the mobile programmer application could not be changed. It was noted that when attempting to change the pacing rate, the rate selection screen appeared, but selecting a rate did not result in any response. It was further noted that the selected rate dimmed when tapped, suggesting that touch input was registered. Troubleshooting steps were taken to include removing the application from the background and restarting it, restarting the host tablet, and updating the application to the latest version; however the issue persisted. Additional troubleshooting steps were taken to include using a different application system to interrogate the leadless ipg. Following troubleshooting, interrogation and parameter changes were performed normally. No patient complications have been reported as a result of this event.